Event description:
Same case as MDR ID: 2134265-2015-04491, 2134265-2015-04492, and 2134265-2015-04494. It was reported that death occurred. A 38x3.00mm, 20x3.50mm and 20x3.00mm synergy¿ stents and a 2.75x28mm promus element ¿ stent were implanted in right coronary artery (rca) and circumflex artery. No patient complications were reported and patient's status was stable. However, on the night post procedure, the patient developed retroperitoneal hematoma and the patient died.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the cause of death is unknown and autopsy was not performed.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).